Manufacturer narrative:
The reported events were lead dislodgement, inappropriate shocks, and extra-cardiac stimulation. The reported event of inappropriate shocks was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies.

Event description:
It was reported that the patient presented to the clinic after experiencing inappropriate shocks and muscle stimulation. Chest x-ray revealed, the right ventricular (rv) lead was dislodged. High voltage therapies were disabled to prevent further inappropriate shocks. The rv lead was explanted and replaced on oct 11, 2021. The patient was stable throughout.